Manufacturer narrative:
Medwatch sent to FDA on 05/26/2016. The reporter of the event was asked to return the product for analysis, and to indicate device serial number. To date, apollo has not received the device nor any additional information. Device labeling addresses the possible outcome of deflation as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: -balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "leakage in the 3rd month." The balloon was removed.